Event description:
It was reported that the patients remote control would not connect to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date manufacturer became aware of the event.